Manufacturer narrative:
Event date: exact date unknown, event occurred a few months from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration and high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned as it was kept by the medical facility.